Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s screen suddenly went blank causing the customer to have a high blood glucose. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display noted during testing. Unit received with minor scratched lcd window and cracked retainer.